Manufacturer narrative:
(B)(4). The device was evaluated at the facility by the fresenius regional equipment specialist (res). The res replaced the main power supply cable to resolve the issue. Functional testing performed by the res confirmed that the unit was operating properly. The issue has not recurred and the unit has been returned to service at the user facility. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
At an inpatient user facility, during routine machine maintenance, a biomed technician discovered a small portion on the rubber of the machine's power cord near the prongs to have overheated and melted. The biomed technician called a fresenius res tech who replaced the cord. The machine was returned to service. There was no patient involvement, patient harm or adverse event.